Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a review of the pump¿s alarm history showed cs 078 call service alarms. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours with no call service alarms occurring. The complaint of a call service alarm issue was shown int eh pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.